Event description:
It was reported to philips that geoipc communication failure caused mechanical movement to be unavailable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service re-downloaded geoipc software and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).